Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 (link switch error low) which were verified through a review of the event history log (ehl). The error did not reoccur during evaluation and the device functioned as intended. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced sensor error 322 (link switch error low). There was no known patient injury or medical intervention associated with this event. No additional information is available.